Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during or set up the forceps were plugged into the generator and activated without depressing the activation button. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and a ¿data transfer" error displayed immediately. The error was cleared and the blue coagulation button was tested and revealed a hair trigger in which a very light touch was required to activate the coagulation function. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.